Manufacturer narrative:
This report is related to report #3004939290-2023-03374. After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2313002 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white black white was going in the device signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in sterile field. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. It is suspected, but not confirmed, that on introducing the balloon through the sheath, they caught a burr and had a slow leak. One of the two used devices will be returned for evaluation, as well as a box.

Manufacturer narrative:
This report is related to report #3004939290-2023-03374. H10 complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white/black/white was going in the device, signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected that the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in a sterile field. A 6f non-cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. It is suspected, but not confirmed, that upon introducing the balloon through the sheath, they caught a burr and had a slow leak. (B)(4): a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with stopcock open. Neither the procedural sheath nor the syringe used was not returned with the device. The advancer tube was returned partially advanced along with the sealant exposed without any evidence of blood exposure or swelling condition. No catheter detachment condition was observed on the returned device. It is unknown if the returned device was manipulated post-procedure. Finally, no visual damages or anomalies were observed. Per functional analysis, the advancer tube and sealant were tested per the deployment test as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Along with the deployment test, an inflation/deflation analysis was executed. The results showed no evidence for balloon loss of pressure. The product history record (phr) review of lot f2313002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-balloon loss of pressure¿ and ¿catheter-catheter detachment¿ were not confirmed through analysis of the returned device since there was no loss of pressure or disconnection of the black wire noted. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issues experienced since there were no anomalies noted. However, prepping/handling factors of the balloon possibly contributed to the issue experienced with the balloon. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon loss of pressure. Also stated in the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) came apart upon shuttling down and returning back to start. Upon retracting the balloon, they noticed the end of the device that shows white black white was going in the device signifying the balloon was deflating. The balloon deflated as the black wire became disconnected after trying to lock (attach the shuttle to the black handle). When they shuttled back up, the device wouldn't connect and the whole system pulled out. They tried a second device from the same lot and it happened again. It is suspected the sheath compromised the balloon. There was no reported patient injury. The user was trained to the device. The device was properly stored and opened in sterile field. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. Inflation of the balloon was attempted but not able to be inflated. A 6f non cordis sheath was used. Hemostasis was achieved with another unknown mynx device. Excess force was not applied during insertion nor when shuttling down. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The deployer was not pinching/pinning the balloon with the advancer tube. It is suspected, but not confirmed, that on introducing the balloon through the sheath, they caught a burr and had a slow leak. The two used devices and a box will be returned for evaluation.